Event description:
Balloon detach. It was reported that during a procedure for treatment, the balloon component of the device detached and the patient had to have additional surgery to remove the balloon. The procedure date was reported as 2002. The report was made to this manufacturer in january 2003. Attempts made to obtain additional information from the user facility were unsuccessful. The device has been returned and is currently in the process of evaluation. Upon completion of the failure analysis a supplement to this report will be made. A lot device history search was performed and no other complaints were found on this lot number. It cannot be determined if the product met specifications because the evaluation is still in progress. Company is unable to determine the relationship between the device and the cause of this event.